Manufacturer narrative:
Concomitant products: 5076-58, lead, implanted: (B)(6) 2016.

Event description:
It was reported that the patient presented to the emergency room complaining of chest pain. The lead warning triggered for a polarity switch. On the atrial lead resulting from high impedances. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.